Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. As the device was not returned for evaluation; visual, functional, and dimensional inspections could not be performed.as the device was not returned for evaluation, the reported issue could not be substantiated and a conclusive root cause could not be determined. Furthermore, the facility¿s equipment could not be evaluated. As the generator works to power the instrument, any failures of this equipment will result in the instrument not working properly.this report is being filed due to customer reporting that the device was not sealing properly. Device not returned.

Event description:
It was reported that the device was not cutting and sealing properly. The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.